Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. Damage was noted across the entire stent with the most severe damage and bunching of stent struts on the proximal half of the stent. The stent had moved distally on balloon such that the proximal end of the stent was situated 13 mm distal of the distal edge of the proximal marker band. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon wall exposed by the movement of the stent indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.